Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was deceased and the cause of death was an aneurysm. The customer's caretaker stated that the blood glucose readings at the time of death and most recently recorded into the insulin pump were unknown. She stated that leading up to the death, the customer had had 2 heart surgeries back-to-back. The customer was wearing the insulin pump but had it removed during the surgeries. Requested return of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The unit also was received with (B)(4) battery. Data analysis: the download history file begins with an error alarm followed by nine multiple other alarm errors. The daily totals details from (B)(6) 2007 through (B)(6) 2007 listed as 0.00 u. There is no data listed for the dated of (B)(6) 2013. Although, the unit was received with a depleted battery, and it appears that the insulin pump reset to factory default. The insulin pump then was monitored for 24 hours with no unexpected error alarms. However, the device had an error alarm in the alarm history screen due to corrupted history files.